Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit received with scratched case, pillowing keypad overlay, and broken belt clip rails. Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was fell at parking lot and damaged in pieces. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that reservoir locked in place while inserted. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump was returned for analysis.